Manufacturer narrative:
The investigation was based on the description of the reported event and logfile analysis. Onsite a dräger service technician examined the affected evita v600 and replaced the usd card service kit, which resolved the issue. The replaced usd cards were investigated by dräger research and development team in lübeck. The red usd card was found out of specification and could not be accessed using a laboratory test pc which had caused the reported symptom. The blue and green usd card were found within specification. The investigation confirmed a persistent hardware malfunction which had caused the reported symptom. If the red usd card has a persistent hardware failure, the device cannot boot-up anymore, and the warm start sequence cannot be completed successfully. The safety valve remains open and the secondary alarm system continues alarming audibly. In case of a complete loss of function of the ventilator, the safety valve automatically opens to ambient allowing the patient for spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will sound in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The replacement of the usd cards resolved the problem and the device passed all functional tests according to the manufacturer specification performed by dräger service. The field quality data of the usd cards is monitored by responsible product quality board and assessed acceptable. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported, that after removing the affected evita v600 from the patient, the screen turned black without alarm. The nurses stopped the device and then turned it on without result (black screen). No patient health consequences have been reported. However, at the present time, a device warm start cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that after removing the affected evita v600 from the patient, the screen turned black without alarm. The nurses stopped the device and then turned it on without result (black screen). No patient health consequences have been reported. However, at the present time, a device warm start cannot be excluded.